Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The g4 date on the initial MDR was incorrect. The correct g4 date was 03-mar-2022.

Manufacturer narrative:
Retainer ring black. On (B)(6) 2021, the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case above arrow and battery icon, pillowing keypad overlay, cracked keypad overlay, and keypad overlay texture damage identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found power loss alarm on the event date of (B)(6) 2021 at 15:37:57, 15:38:08, 15:40:06, and 15:40:16; also, found: low battery alarm : on (B)(6) 2021 at 19:20:00, on (B)(6) 2021 at 09:16:00. Replace battery alarm: on (B)(6) 2021 at 02:05:00. Insert battery alarm: on (B)(6) 2021 at 15:21:20, 15:21:37, 15:21:56, 15:22:17, 15:32:01, and 15:39:03. Failed battery test alarm: on (B)(6) 2021 at 15:21:30 and 15:21:49. Replace battery now alarm: on (B)(6) 2021 at 02:36:00. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected power loss, low battery, replace battery, insert battery, failed battery test, and replace battery now alarms during testing. In summary, pump passed required testing. Customer alleged for power loss alarm was not confirmed this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm without low battery alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.